Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the modular cable (lot number: unknown) being damaged was confirmed during evaluation of the returned product. Upon arrival, the majority of the modular cable¿s length was observed to be covered in repair tape. The outer jacket and both strain reliefs were also observed to be discolored. The tape was removed, revealing that the outer jacket was damaged in many areas, which exposed the inner armor layer. The armor layer was also damaged in a few areas, which exposed the inner polyurethane layer. There were no breaches in the polyurethane layer or damages to the individual wires of the cable. The modular cable was functionally tested alongside known working lab equipment as well as the returned heartmate 3 system controller and was found to perform as intended. The observed damages and discoloration did not impact the performance of the cable, even when the cable was heavily manipulated by hand. The returned cable passed all resistance and insulation resistance testing. The submitted and downloaded log files were also reviewed, and no atypical events related to the operation of the modular cable were observed. The root cause of the observed damage and discoloration could not be conclusively determined through this analysis. The device history records could not be reviewed, as the lot number of the modular cable was not provided. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
T was reported that that the patient presented with severe damage to the modular cable. The patient was likely transferring overnight for modular cable and controller exchange. Log files were sent for review. The event log captured a few low power advisories due to battery depletion all throughout the log file. This indicated the patient was waiting too long or waiting for the advisory alarms to replace the battery. There were some low power advisory alarms that developed to low power hazard to almost depleted battery. In addition, the event log indicated that the patient did not utilize the power module/mpu and had been sleeping on battery power. Despite the severe damage on the driveline modular cable, there was no evidence of any type of electrical percutaneous lead conductor issue in the log file. It was recommended to replace the modular cable to prevent fluid ingress. Otherwise, there were no notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.